Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist requested the csr listen again to the call, as the patient had expressed a wish to not answer further questions. The patient stated that the alleged issue began at 7:35pm on (B)(6) 2018 when she found the meter would not power on when a test strip is inserted. The patient did not provide details regarding what medication, if any, she takes to manage her diabetes or whether she made any change to her usual diabetes management routine in response to the reported issue. The patient initially denied experiencing any symptoms due to the alleged issue, but later stated she began to feel ¿sweaty¿ because she wanted to know if she would be able to use the meter to check her blood glucose, and denied receiving any form of medical intervention in response to the reported event. At the time of troubleshooting, the csr confirmed that the correct test strips were being used; it was not the patient¿s first use of the product and there had been no misuse. The csr walked the patient through a re-test and was able to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.